Event description:
Covidien received info of ventilator with a communication issue. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) to breath delivery (bd) cable assembly, which resolved the reported issue. (B)(4).